Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 18ga 1.3mm od 32mm l needle broken. I am forwarding incident report received from the emergency department of (B)(6) hospital for venflon pro safety code 393226. They indicate that the patient, after being in the emergency department found cannula fragment in his forearm, so he had to return and they performed, after infiltration with local anesthetic, extraction at the wrist of thrombotic material with attached fragmented material. The extracted specimen was disposed of. They further specify that the lot cannot be traced as there are several lots in the emergency department. Pc presents to ps following visit to ps in (B)(6) 2 days earlier reporting presence of unremoved cannula in forearm vein sn. Is performed after infiltration with local anesthetic extraction at the wrist of thrombotic material with attached fragmented material in context. At control. Ultrasound, additional material is seen hyperechogen more distal to the level of the carpus, therefore an further incision with extraction of thrombotic material. Heparin 4000ui therapy is initiated for 15 days for prevention of venous thrombosis.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
I am forwarding incident report received from the emergency department of (B)(6)hospital for venflon pro safety code 393226. They indicate that the patient, after being in the emergency department found cannula fragment in his forearm, so he had to return and they performed, after infiltration with local anesthetic, extraction at the wrist of thrombotic material with attached fragmented material. The extracted specimen was disposed of. They further specify that the lot cannot be traced as there are several lots in the emergency department. Pc presents to ps following visit to ps in udine 2 days earlier reporting presence of unremoved cannula in forearm vein sn. Is performed after infiltration with local anesthetic extraction at the wrist of thrombotic material with attached fragmented material in context. At control. Ultrasound, additional material is seen hyperechogen more distal to the level of the carpus, therefore an further incision with extraction of thrombotic material. Heparin 4000ui therapy is initiated for 15 days for prevention of venous thrombosis.